Event description:
Complainant alleged that the clinicians were attempting to pace an unconscious pt (age and gender unknown) at an ma rate of 100 and a ppm rate of 60-70, but the device shut down after being on battery power for thirty mins. The clinicians obtained another device to successfully pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.